Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 600mg/dl. The customer had issues with the insertion site and inserting in places like scar tissue hardened skin, which led to the high blood glucose. There was no further information provided by the customer or troubleshooting and no further high blood glucose troubleshooting was performed. Customer was advised to monitor the pump and call back if further issues.